Manufacturer narrative:
(B)(4).

Event description:
Diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/18/2016 to claim intermittent audio output on (B)(6) 2015. Patient was at work, 30 to 40 minutes after his lunch break had finished, when his co-worker noticed the patient's speech was hard to understand. The patient's co-worker left the office in which both were in, assuming the patient was joking. Patient does not recall any events from that point on. Another co-worker of the patient observed the patient walking across the shop floor and patient's appearance did not look normal. Patient reports that his co-worker who was observing him, tried calling his name out loud, but the patient did not respond. The patient then passed out. Patient reports he has been a diabetic for over 20 years and has never had an incident where he has passed out. The patient states the next thing he knew, he was being carried to the medical department. A co-worker at the patient's work called for an ambulance. When the paramedics arrived, they did a fingerstick and saw that the patient's blood glucose (bg) reading of 26 mg/dl. The paramedics gave the patient a shot of glucagon and the patient was able to wake up and could hear other people yelling at him. Patient reports the paramedics asked if the continuous glucose monitor (cgm) alerted him because the cgm was still showing a bg of 26 mg/dl. Patient reports that he was not alerted. The paramedics did not feel that patient was responding as quickly enough as the patient should have been from the shot of glucagon and the patient was then transported to the hospital. Patient was admitted to the emergency room and while there, his blood glucose (bg) dropped again. Patient does not recall the exact bg reading. The patient was told to drink two glasses of orange juice and eat spaghetti in order to leave the hospital. The doctor wanted to keep the patient overnight but the patient declined, citing he knew after awhile he would be fine. The patient's doctor checked his bg before leaving the hospital and the patient reports the it was high but does not recall the exact reading. Patient was then given a shot of insulin to bring his blood glucose back down. The patient reports that several hours later, he was starting to feel back to normal, but felt physically drained. At the time of contact, patient reported his condition as "well." No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia resulting in a loss of consciousness.